Event description:
Customer reports that the device gave results up to 700mg/dl. The numeric reading range of the device is 10mg/dl to 600mg/dl. No action was reportedly taken based on device results. No adverse event reported and no treatment received. No strip info provided. No quality controls were used. Requested return of suspect device and replacement was sent.